Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00333, 3005168196-2018-00334.

Event description:
The patient was undergoing a coil embolization in the gastroduodenal artery (gda) and left gastric artery using ruby coils. During the procedure, prior to use, the hospital technologist noticed that a ruby coil pusher assembly was bent upon removal from the dispenser hoop; therefore, it was set aside. While attempting to advance a second ruby coil through a lantern delivery microcatheter (lantern), the physician experienced resistance and the ruby coil would not advance out of the tip of the lantern; therefore, the lantern and the ruby coil were removed together as a system. The ruby coil then became unraveled after removal from the lantern outside the patient's body. It was was reported that the lantern was clogged off and the physician was unable to pass a guide wire through the lantern. The procedure was successfully completed using a new lantern and ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-00333 and 3005168196-2018-00334.